Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caregiver reported about the customer who was unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion. On an unspecified date, customer experienced dizziness, confusion, "was feeling heavy" and was unable to self-treat. Customer had contact with the healthcare provider who obtained a reading under 2.2 mmol/l on the hcp meter. Customer was diagnosed with hypoglycemia and treated with glucose with gel. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle freedom lite meters is 5 years. As the manufacturing year of this product is 2013, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time.

Event description:
Caregiver reported about the customer who was unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion. On an unspecified date, customer experienced dizziness, confusion, "was feeling heavy" and was unable to self-treat. Customer had contact with the healthcare provider who obtained a reading under 2.2 mmol/l on the hcp meter. Customer was diagnosed with hypoglycemia and treated with glucose with gel. There was no report of death or permanent impairment associated with this event.